Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device was alarming "patient side occlusion" and user found the IV bag empty sooner than expected. The tubing, PICC line, and floor were assessed for signs of leaking and none observed. The chemotherapy (doxorubicin, vincristine, and vp-16) was mixed in 1000ml of normal saline and programmed to infuse at 45m/hour. The infusion was intended to infuse over 24 hours starting at 2157 on (B)(6) 2015 and was found empty at 1807 on (B)(6) 2015. The physician was notified and no new orders were provided and there was no harm to the patient.

Manufacturer narrative:
The customer¿s report of the IV bag emptied sooner than expected was not determined. Review of the pcu event log confirmed the user was infusing doxorubicin (24hour, infusion) at the rate of 45ml/hr. The total infusion time was approximately 19 hours and 45 minutes prior to being stopped by the user; the total volume infused was 921.173ml. Testing and inspection of the returned pump module found no malfunctions and to be infusing within specification. The administration set was not received for analysis. The root cause of the customer¿s possible experience with the medication container being empty sooner than expected was not determined.